Manufacturer narrative:
Examination of the AED's electronic event record reveals an event that is recorded in three parts. In the first analysis period the AED encountered a wide-complex sinus tachycardia @ 100 bpm. Appropriately, shock was neither advised, nor delivered. In the second analysis period the AED encountered a wide-complex st @ 100 bpm. Appropriately, shock was neither advised, nor delivered. In the third analysis period the AED initially interpreted a shockable ventricular fibrillation (vf) rhythm. Shock was initially advised. The AED was unable to confirm shock, as the rhythm became more clearly consistent with wide-complex st rather than vf or vt. Appropriately, the AED canceled the shock. The AED was then powered off by the user. In the fourth analysis, the AED encountered a wide-complex rhythm of <100 bpm, of either sinus or ventricular origin. Shock is not considered appropriate treatment for such a rhythm. As such, shock was neither advised, nor delivered. In the fifth analysis period the AED initially interpreted a shockable vt rhythm. Shock was initially advised. The AED was unable to confirm shock as the wide-complex rhythm of fell to < 100 bpm. Shock is not considered appropriate treatment for such a rhythm. As such, shock was neither confirmed, nor delivered. In the sixth analysis period the AED encountered vf. Shock was advised and AED charged in preparation to deliver shock. Despite the shock recommendation, there was no evidence of the rescuer administering shock. Instead, it appeared that the rescuer/user powered off the AED. As such, shock was not delivered as advised. In the seventh analysis period the AED again encountered vf. Appropriately, shock was advised and delivered. The AED and battery pack associated with this event as well as an unopened set of defibrillation pads were received. The defibrillation electrodes that were reportedly used during the event were not received. The AED and battery pack were attached to a patient simulator set to ventricular fibrillation (vf) a shockable rhythm. The AED analyzed the cardiac rhythm and appropriately recommended a shock. The AED charged in preparation for shock delivery, and when the shock button was pressed the AED delivered a defibrillation shock, within specs, to the simulated patient. This test was repeated, and in each occurrence, the AED successfully delivered a defibrillation shock, within specs, to the simulated patient. The AED was opened and the AED's circuit boards were visually inspected for any unsoldered, damaged components or contamination and none were found. The results of the visual and functional testing of the returned device and battery pack did not identify any device malfunctions, the AED is functioning properly as designed.

Manufacturer narrative:
Although requested, to date, the AED, battery pack and pads associated with this complaint have not been returned. The investigation remains open and no conclusions can be made at this time. Based on the outcome of the investigation, should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that an AED was deployed on a patient who had a pacemaker and the user felt that the unit may not have worked as intended. It was reported that the unit delivered one shock to the patient and canceled four shocks. It was also reported that the patient survived.